Event description:
It was reported, that this right atrial (ra) lead exhibited high out-of-range impedance measurements and oversensed noise. The noise could be recreated with isometrics. Technical services (ts) suspected an integrity issue with the ra tip electrode. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).